Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the device alarmed with vent inop due to a machine and proximal pressure sensor failure. There was no patient harm. Patient information has been requested.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.